Event description:
During the case, the ligasure was not coagulating the tissue adequately. The ligasure machine was changed but handpiece still wasn't coagulating the bleeding tissue enough. The machine would beep an error sound when in use, so it was changed. After changing the machine, the same problem still occurred. So, the surgeons concluded the handpiece was defective. The ligasure handpiece was taken off the field and a new one was given. The defective ligasure hand device (blunt tip laparoscopic sealer/divider 5mm-37cm) reference number is lf1837, lot 90190079x, exp: 2024-01-18 (covidien). Closure details.